Event description:
Spontaneous call. Patient reported the pump is not working correctly and that the syringe is popping out of the pump; patient hung up during conversation with rph and it is not clear whether the pump is actually not working correctly or if the patient is having trouble making sure everything is connected the way it is supposed to be. Unknown if patient missed a dose; no ade reported; unknown if device available for return; unknown lot/exp. No further information known. Pump is used to infuse gamunex-c 10% at above dose and frequency. Reported to (B)(6) by pt/caregiver.